Event description:
During a hysteroscopic myomectomy the physician probed a myoma with the device and then applied energy via the electrode. The physician suspected that the uterus may have been perforated. A laparoscopy was already underway as part of the routine myomectomy procedure. The sales rep reports that he believes an inspection by the surgeons at that time revealed no obvious abdominal visceral injury. The procedure was completed. Approx one week after the procedure, the pt was re-admitted for subsequent laparotomy and bowel resection to treat damage that was reportedly thought to have been incurred as a result of a uterine perforation. Perforated uterus.